Event description:
Additional information was provided by the initial reporter that the iol was never dislocated; the patient just could not tolerate an anterior chamber lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the iol became dislocated with iris capture. The iol was explanted in a secondary procedure. Additional information was provided that during the cataract extraction, when the cortex was being irrigated to remove the capsule, it was snagged and the zonules were disinserted. A vitrectomy was performed to remove the vitreous and cortex. The incision was enlarged. Yag peripheral iridotomy was performed twice following the initial procedure.